Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent a pocket site revision due to the patient losing weight and the ipg becoming more superficial. The pocket was made deeper. Effective therapy was established post operation.